Event description:
It was reported that device damages another device. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. A 2.25 x 8mm synergy xd drug-eluting stent was advanced but resistance was felt and could not inflate the stent. The shaft was bent during insertion. However, upon removal, the stent was caught at the edge with guidezilla guide catheter and was deformed. The device was removed and the procedure was completed. There were no patient complications nor injuries reported.